Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and insulin was squirting out of the cannula instead of drip. Customer's blood glucose level was unknown. Customer also stated that the buttons were harder to press and need to press multiple time to get them to respond. It was also reported that the insulin pump was making unusual grinding noise during rewind. The device will not be returned for analysis.